Event description:
A stent was successfully placed to treat the 62% stenotic lesion left vertebral-basilar junction with a residual stenosis of 14%. At routine follow up, the patient presented with dizziness, tinnitus and imbalance. Angiography revealed there to be 70% in stent restenosis and angioplasty was performed to treat this. There were no complications, and the patient was discharged home the following day.

Manufacturer narrative:
No allegation of product malfunction or non conformance contributing to the reported event.